Event description:
Vns pt underwent generator replacement surgery due to a "malfunction." Further follow-up revealed that device diagnostic testing prior to replacement surgery resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. It was also reported that prior to replacement surgery the pt experienced a reduction in seizure control. It is not known whether the bipolar lead was also replaced. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the nature or the cause of the reported malfunction event.

Event description:
Further follow-up revealed that only the generator was replaced. Physician indicated that the high lead impedance condition was resolved with generator replacement surgery. Physician reported that the patient's seizures were not above the patient's pre-vns baseline frequency and that the patient is now experiencing very good seizure control. Product analysis summary: the pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the reported events.